Manufacturer narrative:
(B)(4). Batch # x94k71. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the bariatric sleeve procedure, at the first firing attempt, it was very difficult. The staple had gore buttressing and it was much more default for the jaws of the stapler to fit down the trocar. Then when the surgeon began to fire, the tissue did not seem that thick but the stapler seem to really struggle to fire. So after the first firing, the staples were good. They had good deformation there was no malformed staples however when they inspected the jaws after the firing, they noticed that the anvil was bent at the distal tip. So they opened a like device to complete the procure and found that when they opened up the new stapler, it was easer to fit down the trocar and they noticed that the gap was not as large as the first stapler. The procedure completed was completed with no patient harm.